Event description:
It was reported that high impedance (>10.000 ohms) was observed on the patient's device. The patient was seen in the (B)(6) 2015 at which time device diagnostics were within normal limits. The physician programmed the device off and referred the patient for surgery. The physician indicated that x-rays were taken, but no discontinuities were observed. It was also reported that the patient gives herself neck massages; however, no known trauma occurred that may have caused or contributed to the high impedance. The patient was seen by the surgeon where it was observed that the patient was experiencing an increase in seizures above the patient's pre-vns baseline frequency, which was attributed to the high impedance. No known surgical interventions have occurred to date. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.